Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. Visual inspection of the main circuit board revealed a burn and leaky super capacitor. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete the super capacitor test and displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device failed to complete the super capacitor test and displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Pr (B)(4) and associated MDR reports 3004604967-2022-00226 submitted to FDA on march 30, 2022 have been identified as duplicates of pr 2486559 and associated MDR reports 3004604967-2022-00222 / 3007573469-2022-00222 . Pr 2486557 has been cancelled as a duplicate of pr 2486559. Please refer to pr (B)(4) and associated MDR reports. Resmed reference #: pr (B)(4). Duplicate: pr (B)(4); 3004604967-2022-00222 / 3007573469-2022-00222.